Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner z would not lock into position when he turned the knob to tighten it on the retractor. Although the positioner loosened up, they did open a new one to complete the case. There were no patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b5, g4, g7, h2, h10.

Manufacturer narrative:
Trackwise #(B)(4) analysis of production (3331/213 & 67): the DHR of the reported lot 3000163939 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. Trend analysis (4110/213 & 67): in the last 12 months, from 26thoct 2020 to 26th oct 2021, the occurrence rate is approx. (B)(4)%. There¿s no similar complaint reported for this lot 3000163939. Historical data analysis (4109/213 & 67): the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221 & 67) the device was not received, the device evaluation can't be conducted, and the reported problem couldn't be confirmed. Internally, simulate using test with the 15 ea xp-5000 positioner from another raw material lot was performed, by fixing the positioner on a blade and tighten the knob to click and lose the arm completely for 20 times per positioner, there¿s no knob tighten issue happened. The failure mode cannot be confirmed and specified root cause cannot be determined. The trend regarding the knob tighten issue is being kept in monitoring.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g-4, g-7, h-2, h-10, h-11. Corrected sections: d-3, g-1 "contact office" & "contact person ¿ mfg site".

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner z would not lock into position when he turned the knob to tighten it on the retractor.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.